Event description:
It was reported that both monitors on the 6600 system were blank and the system was beeping. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The image processor was re-seated during the svc call. The system was tested and found to be working as intended and put back into svc.